Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's nurse reported the garment was too tight and was leaving indentations and welts on the skin, it was reported the skin was open. The nurse also reported the patient has a deep tissue injury and described the tissue injury as a dark soft bruise that could have been caused by the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's doctor reported they have been covering the area with padded gauze. Follow up indicated the irritation improved. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's nurse reported the garment was too tight and was leaving indentations and welts on the skin, it was reported the skin was open. The nurse also reported the patient has a deep tissue injury and described the tissue injury as a dark soft bruise that could have been caused by the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's doctor reported they have been covering the area with padded gauze. Follow up indicated the irritation improved.